Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported: after opening the packaging and attempting to fill syringe, the syringe was found to leak and a visible dent was then found on inspection. The dent was in the centre of the syringe and fluid leaking around the rubber bung. Operator of device at the time of the incident: healthcare professional number of patients involved: 0. The team have informed me that the drug being drawn up was 0.9% saline prior to preparing an infusion.